Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a set screw anomaly was confirmed in the laboratory. Upon receipt, the set screw was separated from the header and was attached to the end of the field-returned torque driver. The torque driver tip was measured and was found to be out of specification. The cause of the reported anomaly was the out of specification torque driver.

Event description:
It was reported that during the implant procedure, setscrew cannot be tightened in the device. Device was not used and was replaced.